Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the patient came in for their six week post-op check and the ventricular lead was not capturing. The physician attempted to reposition the lead which had no impact. The physician noted an insulation breach on the lead and replaced it. No patient complications have been reported as a result of this event.